Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 85% stenosed lesion was located in the moderately tortuous, non calcified left anterior descending (lad artery. The physician was attempting to place a taxus liberte' 2.75x32 drug eluting stent in the lad and while pushing the stent delivery system, the shaft of the stent delivery system broke. The procedure was completed with the placement of two stents. No pt complications occurred. This product is similar to a marketed us device.